Event description:
Our distributor reported that this handpiece operates in safe mode. The distributor observed this during receiving and inspection of the device. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received the handpiece for evaluation. The evaluator confirmed the reported problem. The handpiece operated in safe mode related to a problem with the valve assembly. The valve would not position to the safe position. Conmed linvatec will continue to monitor this device for failures.